Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead had low sensing and unacceptable capture thresholds. Fluoroscopic examination revealed that the lead had dislodged. The lead was explanted and replaced. The patient was stable post procedure.